Event description:
The clinician reports the implant was inserted (B)(6) 1999 in fdi 24. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. No product was returned to the manufacturer. At the event the patient experienced: fistula and inflammation. No further patient complications were reported.